Manufacturer narrative:
(B)(4). During processing of this complaint attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete.

Event description:
Device issue: peeling balloon material. Time of device issue: during analysis of the returned device. Adverse event: none. It was reported that the mini vision stent delivery system (sds) was delivered but the mini vision sds did not advance around proximal right coronary artery, when the stent got damaged. Therefore, the sds was removed out of the vessel and the stent struts were found to be flared. During return device analysis, a peeling balloon material was observed.